Event description:
The initial reporter alleged discrepant elecsys hiv duo results between serum and plasma samples for two patients tested on a cobas e 801 analytical unit. For patient 1, the first collection on (B)(6) 2025 showed a serum sample result of 1.55 coi (reactive) with subresults of ahiv 0.0867 coi and hivag 1.55 coi, while the plasma sample result was 0.229 coi (non-reactive) with subresults of ahiv 0.0960 coi and hivag 0.208 coi. A rerun of the serum sample yielded a result of 2.22 coi (reactive) with subresults of ahiv 0.0897 coi and hivag 2.22 coi. A second collection on (B)(6) 2025 showed a serum sample result of 1.01 coi (reactive) with subresults of ahiv 0.0895 coi and hivag 1.01 coi, while the plasma sample result was 0.252 coi (non-reactive) with subresults of ahiv 0.105 coi and hivag 0.229 coi. External testing of the sample yielded a reactive (positive) result, while testing at the institute of health and environment yielded a non-reactive (negative) result. For patient 2, a serum sample collected on (B)(6) 2025 yielded a result of 1.24 coi (reactive) with subresults of ahiv 0.0800 coi and hivag 1.24 coi, while a plasma sample collected on (B)(6) 2025 yielded a result of 0.480 coi (non-reactive) with subresults of ahiv 0.0789 coi and hivag 0.474 coi.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. Comparability of serum and plasma samples was tested during assay development, and all results were confirmed to meet specifications. The investigation was limited due to the unavailability of sufficient sample material and customer data. A review of pre-analytical information indicated the use of greiner bio-one tubes (serum sep clot activator, 455099; k3-edta, 454217, 3 ml). A general product problem was not identified. Further investigations may be conducted if sufficient sample material becomes available.